Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported high impedance. Interventions included an explant/replacement of the neurostimulator on (B)(6) 2018 which was disposed of according to biohazard instructions. Diagnostics included a device interrogation which resulted in high impedance on (B)(6) 2018. The event was related to the device or therapy, not related to the implant procedure. The issue was resolved without sequelae on (B)(6) 2018. The patient fell from the stairs. The stimulator was sometimes suddenly off but when reading impedance, the technician saw that contact 0, 1, and 6 were broken. When stimulation is off, their pain was a 10 and when on, it was a 6. Additional information received reported that only the stimulator was replaced on (B)(6) 2018. The contacts of 0, 1, and 6 were still broken or had high impedance but they were not used in the programming. With the replacement of the battery, the stimulator was now always on and working properly.

Manufacturer narrative:
Product ID: 977a290, lot# 0209199149, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a290, lot# 0209199149, implanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of supplemental report 002 is (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.